Event description:
Bought an over the counter medication for migraine on (B)(6) 2019. Coralite headache pads caused a severe discoloration to my forehead. Contacted manufacturer (united exchange corporation) and they sent documentation for me to complete. Completed documentation and followed up with several emails and calls. As of this date, the company has not responded to my calls and emails. In addition, I have been left disfigured due to this product. Doctors have prescribed a couple of different medications, but the large patch across my forehead still remains. It is in the shape of the headache pad. Consumers must be made aware. How was it used: transdermal, (B)(6) 2019 - (B)(6) 2019.